Event description:
It was reported that the jacobs chuck of the universal key chuck attachment was making grinding noises and small metal shavings appeared to be present with no effect to the patient being reported. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.